Event description:
Per the clinic, the patient experienced a pain, non-auditory percepts and poor sound quality leading to device non-use. Subsequently, the device was explanted on (B)(6) 2024 andthere are no plans to reimplant the patient with a new device as of the date of this report.